Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: describe event or problem. This report is associated with MFR report numbers: 3005168196-2017-01682. 3005168196-2017-01683. 3005168196-2017-01640.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician successfully deployed a pod8 to the target location using a non-penumbra microcatheter, and successfully detached the pod8 using the handle, despite the patient having tortuous anatomy. The physician then experienced difficulty detaching two ruby coils using the handle; therefore, the ruby coils were manually detached by breaking the proximal end of the pusher wire. It was reported that another ruby coil was unable to be detached. It was reported that the physician used an rhv and flushed between coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was implanted in the patient and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2017-01682, 3005168196-2017-01683, 3005168196-2017-01640. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician successfully deployed a pod8 to the target location using a non-penumbra microcatheter, and successfully detached the pod8 using the handle, despite the patient having tortuous anatomy. The physician then experienced difficulty detaching two ruby coils using the handle; therefore, the ruby coils were manually detached by breaking the proximal end of the pusher wire. There was no report of an adverse effect to the patient.